Event description:
At implant, the surgeon attempted to implant a 21mm sjm regent valve; however, the valve did not fit. The above mentioned 19mm valve was then implanted but a leaflet dislodged from the office. The valve was replaced. The patient expired a few days postoperarively (exact date and cause unknown). It was also reported that the patient had a mitral valve replacement one to two days prior to this operation.